Event description:
Reporter indicated that vns pt underwent explant due to staph infection. Approximately one month post-implant, the pt was hospitalized and treated with antibiotic irrigation and I&d. Both the generator and lead (including electrodes) were explanted 16 days later. The pt continued oral antibiotic therapy upon discharge from the hosp. At follow-up visit 11 days later, the incisions were reportedly intact and the infection had resolved. Review of manufacturing records for both the pulse generator and the bioplar lead confirmed sterilization of devices. The pt was reimplanted more than 2 years later.